Event description:
False positive result(s). You need to really blow your nose hard before taking the test and only stick the swab up as far as necessary. I get regular weekly pcr testing and had just passed a pcr test the day before using this test. No covid symptoms. But my flowflex test showed a faint shadow of a positive line. I've had allergies for weeks so there was some extra mucus when I swabbed. I panicked, cancelled (B)(6) with grandma, and went to the only testing site open on (B)(6). I did an antigen test and a pcr test. Both negative. I did this test again in the morning, nose really cleaned out in a way that I think would be impossible if you had a cold- no line. So, I think these tests are generally good but you need to have a pretty clean swab for it to not give you a false positive.